Event description:
Received report from abbott international affiliate, abbott canada, stating: "pt removed butterfly-plastic in hand, needle remained in skin. Needle removed. No report of pt adverse event. No further info available.